Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the device did not start up and that the back cover lid was in need of repair. The hard drive was replaced and reimaged and the software was reloaded, and the broken power cord bay assembly was replaced. (B)(6). (B)(4).

Event description:
It was reported that the programmer was not able to start up and that the back cover lid was in need of repair. The programmer was returned for service. No patient complications have been reported as a result of this event.